Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full evaluation. The report of balloon issue was confirmed. As received, the catheter spring tip was found to be bent and stylet was noted exiting the balloon. Stylet was removed, spring tip remained bent. Balloon failed to inflate due to leakage from a pin hole where the stylet exited. Further investigation was performed by the engineers at the manufacturing site. Balloon and catheter visual inspections are performed as part of the manufacturing process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Event description:
As reported, the balloon of this fogarty catheter was not symmetric and burst when the guidewire was inserted through the device, and latex balloon pieces were separated. The user did not find balloon missing pieces inside the patient but it could not be confirmed either that some pieces did not remain inside the patient. User is experienced on the use of these catheters using more than 2000 units per year. There was no allegation of patient injury. Patient demographics were requested, but not yet provided. Follow up has started for device return.